Event description:
Patient's curlin pump presented with "motor stalled" error before patient was hooked up to tpn for daily infusion. Nurse contacted on-call pharmacist and the back-up pump was programmed for tpn. Total delay of therapy was less than 2 hours. On-call pharmacist set up delivery ticket for pick up of malfunctioning pump to return to one-track/msd with notification of error.